Event description:
It was further reported that the device was completely removed.

Event description:
It was reported that shaft break occurred. The 18x2.0 mm target lesion was located in the non tortuous right coronary artery. A 2.00mm x 20mm maverick²¿ balloon catheter was advanced to dilate the lesion. The physician attempted to use the device but the shaft was fractured during advancing. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Batch lot number corrected from 16119216 to 16141151. Device expiration date corrected from 05/22/2016 to 06/03/2016. Device manufactured date corrected from 05/28/2013 to 06/05/2013. Device evaluated by MFR: returned product consisted of a maverick 2 balloon in 2 pieces. There was contrast in the inflation lumen. The balloon was tightly folded. Microscopic examination revealed a midshaft separation 1.3cm from the end of the hypotube. The ends of the separations had jagged and pulled material. Microscopic examination and tactile inspection presented no damage or irregularities in the hypotube. Microscopic examination presented no damage or irregularities in the balloon. Microscopic examination presented no damage or irregularities in the bonds. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other damage or issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).